Event description:
Steris 4085 or table started to move during an active surgery case. The remote showed the bed was locked; however, the feet of the table retracted allowing the table to move. Follow up with biomed technician revealed that this problem had been reported in previous surgeries for all three steris 4085 beds, but he was unable to recreate until this incident (documentation on file). Review of medsun reports shows a similar situation at another facility.per MFR's response to hospital: initial response was that there was nothing wrong with the table however, the technician offered to replace the hydraulic manifold, which was completed the following day. The company would not address the issues with the other two beds as they were out of warranty. Due to the number of recorded events by biomed related to the feet retracing during active cases on all three steris 4085 or tables, risk manager felt this was an ongoing, pre-existing issue that should be addressed by steris due to possible patient and staff safety issues. Risk manager put in a call to the regional steris rep to discuss the case. Steris representative quickly returned the call. After being advised that we do not have confidence that these tables are safe to use, especially after reading the smda medsun report summary related to this same situation, the steris rep advised he will be sending technicians to our facility on to review the devices to ensure they are safe to use.what was the original intended procedure?cosmetic surgery procedure on bilateral medial thighs.device #1is this a laboratory device or laboratory test?no.